Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience alpine, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.5x18 mm xience alpine stent was implanted on (B)(6) 2017. On (B)(6) 2017 the patient was re-admitted with angina and other unspecified cardiovascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is unknown. No additional information was provided.